Event description:
It was reported that the patient was symptomatic with worsening congestive heart failure symptoms. On remote transmission the electrogram showed the device was atrial preference pacing at a rate of near 100 beats per minute. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead 2011 (B)(6). (B)(4).